Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. The hsc specialist also determined that the customer had replaced the source lamp on october 11, 2016. The hsc specialist indicated that the instrument data was consistent with a sample integrity issue. The cause of the discordant ltni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens headquarters support center (hsc) specialist discovered that a discordant cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl with lm instrument while reviewing the instrument data for a separate event. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was also repeated on an alternate dimension exl instrument. The customer did not provide the result obtained on the alternate dimension exl instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ltni result.